Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -03.00 diopter, during the same surgery due to excessive vaulting. There was no report of patient injury. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found the lens haptic torn and deformed along with presence of residue on the lens surface. The haptic was caught in the lens vial cap. Claim# (B)(4).